Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. There was no moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator, and battery tube assembly during visual inspection. There were no numbers scrolling noted. The pump was received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that she had moisture on the pump screen and the pump won't give her insulin. Customer tried to replace the battery and the pump was asking her to put in the time and date. Customer stated that when she tried to give herself a bolus, the buttons were not responding. Customer noticed the moisture under the screen. Customer's blood glucose was 242 mg/dl at the time of the incident. Customer reported that there was fluid under the lcd display. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.